Event description:
It was reported that a patient underwent a procedure for plate removal and scar reversion from a left proximal humerus fracture surgery on (B)(6) 2025 and a barbed suture was used. During the procedure, at the time of closing the incision, the physician assistant (pa) noticed that the tip of the needle was missing. From x-ray, the radiologist saw a 1.3mm tip of the needle in the lateral soft tissue of the proximal arm. The patient had to return to the operating room to get the needle tip removed. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. As no contact information has been provided, no follow up can or will be performed at this time. Should further details be provided, a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of user facility medwatch form mw5175695,